Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 151.2 mg/dl. The customer reported having difficulty manually pushing insulin thru the tubing of the insulin pump during an infusion set change. Troubleshooting was done. The customer reported that insulin was being stored in the fridge. The customer reported using the insulin stored in the fridge to fill the reservoir of the insulin pump. The customer was advised to use insulin that was at room temperature. The customer was advised to wait two hours before doing another infusion set change and to advise as to the result. No additional information was provided.